Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump error alarm. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that it was the second occurrence of the pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. A pump error 53 was noted in the history file with line number = (B)(4) and file number = (B)(4). Unable to verify the root cause. The pump was received with minor scratches on the lcd window and case, and a cracked keypad overlay at the select button.